Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage under the display screen, electronic assembly or motor. The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm and unresponsive buttons. The customer does not know what their blood glucose levels were. The customer recalls that condensation from the outside of their soda got in their insulin pump. The customer's insulin pump received a button error and several of the buttons became unresponsive, as well as receiving a battery out limit alarm. He tried to clear the button error with the esc and act buttons, but their insulin pump would not clear. The customer states that there is some condensation under the screen and that it is a little foggy from the condensation. He tried removing the battery and received a battery out limit alarm. The customer was advised that the insulin pump would need to be replaced and to revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.